Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 162283: (B)(4) items manufactured and released on (B)(6) 2016. Expiration date: 06/22/2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The infection is confirmed as (B)(6). The surgeon washed out the knee and swap the poly. The surgery was completed successfully. X-rays and explants are not available.